Event description:
It was reported that the patient had a perforation from the right ventricular (rv) lead at the original implant and the patient almost died. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).